Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an extension set with a cracked hub that leak during an unspecified infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from a set with a cracked hub was not confirmed. The extension set was visually inspected and no anomalies were observed. Functional testing and pressure testing were performed and no leaking was observed. Dimensional testing found the set to be within specification. The root cause of the customer¿s report was not identified.